Event description:
The pt had to have a revision repair after having a foreign body reaction to the panalok rc implanted. The dr called the rep to tell her that he had to do the revision case on the pt that he had implanted panalok rc's in.